Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that foreign matter was found during use with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "it was reported that after drawing up definity into a 0.9% sodium chloride injection a silver object was noticed in the syringe. Event description per attached medwatch report states: **second ndc found: 11994-011.** after drawing up definity into a 0.9% sodium chloride injection a silver object was noticed in the syringe. On call with customer 12/10, it was noted that they informed the nurse that they should not have been drawing up difinity into the syringe. Customer attempted to remove the fm the syringe, once the fm was removed, it fell onto the floor and could not be located. 12/16: per customer, stated that they believe the needle was coring the stopper. "So the event occurred again and when I went to the unit to discuss, I was able to determine that the rn was "coreing" the stopper vial when she inserted her needle. I feel the issue is with the definity product and no longer associated with the saline flush syringe. "

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA notified: the initial reporter also notified the FDA on (B)(6) 2019 via medwatch (B)(4).

Event description:
It was reported that foreign matter was found during use with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "it was reported that after drawing up definity into a 0.9% sodium chloride injection a silver object was noticed in the syringe. Event description per attached medwatch report states: second ndc found: 11994-011. After drawing up definity into a 0.9% sodium chloride injection a silver object was noticed in the syringe. On call with customer 12/10, it was noted that they informed the nurse that they should not have been drawing up definity into the syringe. Customer attempted to remove the fm the syringe, once the fm was removed, it fell onto the floor and could not be located. 12/16: per customer, stated that they believe the needle was coring the stopper. "So the event occurred again and when I went to the unit to discuss, I was able to determine that the rn was "coring" the stopper vial when she inserted her needle. I feel the issue is with the definity product and no longer associated with the saline flush syringe. "